Event description:
Per legal complaint: on (B)(6) 2010 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol sepramesh composite ip. The patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2010 ¿ patient was diagnosed with large ventral hernia; adhesion thereby underwent open repair with the implant of sepramesh ip (device 1). Per op notes, ¿the marlex mesh which seemed to be indurated at different places and stuck to the deep tissue was excised. A seprafilm was placed ventrally and a sepramesh ip (device 1) was placed and attached to previous mesh and secured using sutures.¿ on (B)(6) 2011 ¿ patient was diagnosed with large ventral hernia thereby underwent open repair with the implant of sepramesh ip (device 2). Per op notes, ¿the previous graft (device 1) was present where seemed to have a weakness in the middle portion. The mesh was left intact and all the adhesions on the sides were lysed. Another sepramesh ip (device 2) was placed on top of the previous mesh and sutured to rectus fascia using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI, expiry date), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2010 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol sepramesh composite ip. The patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."